Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) procedure. Prior to the procedure, upon interrogation, it was noted that the left ventricular (lv) lead exhibited high pacing impedance. Also, the patient had previously experienced discomfort from diaphragm stimulation caused by the lv lead. The lv lead was turned off to resolve the issue. However, no intervention was performed to resolve the high pacing impedance, and the MRI procedure was abandoned. The patient was in stable condition.